Manufacturer narrative:
No conclusion code available. This event was observed during analysis. Final analysis identified two internal insulation abrasions breaching the ring electrode (re) cable lumen and one internal insulation abrasion breaching the right ventricular (rv) cable lumen under the superior vena cava (svc) shock coils. The re and rv cables' ethylene tetrafluoroethylene (etfe) coatings were intact and the inner coil was not exposed in these abraded regions.

Event description:
This report is to advise of an event observed during analysis.